Event description:
Upon clipping the vessel, the clip popped out, then a proper clip was applied but then cut the vessel in two. Some extra bleeding occurred but the surgeon controlled it by using suture. No transfusion needed. Pt status reported as okay. Procedure type: femoral popliteal.